Manufacturer narrative:
(B)(6) (B)(4). This product is not approved for sale in us bat a similar product with catalog #828-090 and 510#(B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on an unknown date, the patient underwent posterior fixation at levels th10-iliac to treat kyphosis and scoliosis. Post-op, rod was found to be broken.patient complications were reported to be unknown.it was reported that a rod got broken on one side at l5/s, so the surgeon removed the rod and conducted plif at l4/5. The surgery was finished with 4 rod fixation. The broken rod was disposed in the hospital.